Manufacturer narrative:
Initial author of the published article is dr. Malek meskawi.

Event description:
An article published in the world journal of urology detailed the results of a multinstitutional retrospective study examining the effects of laser photo vaporization treatment with greenlight xps in men with large prostates. A 438 male patients with a mean (median) age of 72 underwent photoselective vaporization of the prostate for benign prostatic hyperplasia (bph) from 2010 and 2015 with a median follow up of 24 months (range 1-60 months). The retrospective study results list peri-operative patient complications as follow: 14 bleeding, 12 capsular perforation, and 44 first voiding trial failure. In addition, post operative complications 0-6 months were captured for: classification of clavien-dindo grade I for 33 hematuria, 42 irritative symptoms, 16 urinary incontinence, and 6 urinary retention. Clavien-dindo grade ii for 19 hematuria, 11 uti, 8 irritative symptoms, 4 stricture, 3 urinary incontinence, and 11 urinary retention. Clavien-dindo grade iii-IV was classified for 3 hematuria, 8 stricture, and 1 urinary retention. It was not possible to ascertain specific device per patient event or facility from the article. No further information is available.